Event description:
It was reported that the right ventricular (rv) lead was not capturing or sensing. Dislodgement was confirmed. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to sense. A complete lead was returned in one piece with the helix extended, clogged with blood/tissue and was found to be bent consistent with procedural damage. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies except for the damages found consistent with procedural damage.